Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: sn (B)(4): 11/19/2013 reuse; electrode belt: sn (B)(4): 08/21/2012 reuse.

Event description:
The patient experienced an appropriate defibrillation event consisting of one shock. The rhythm at the time of treatment was ventricular tachycardia (vt) at 245 bpm. The post-shock rhythm was asystole for at least one minute until the end of the treatment ECG recording. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. It was reported the patient went to the hospital, received a pacemaker, and continued to wear the lifevest.